Event description:
I have had 3 breast implants surgeries. My second surgery was due to my saline implant rupturing. The third surgery was to fix capsular contracture due to another rupture in the same left breast in 2005. I have allergan (recalled) textured implants and 2 years ago the left breast ruptured again. In addition, I have suffered numerous unexplained medical illnesses over the past 15 years; hair loss--alopecia, seizures, high blood pressure, severe weight loss and now weight gain, anemia, joint pain and swelling, extreme fatigue and brain fog. I am concerned since my symptoms have recently become extremely worse that I have breast implant illness or due to having textured implants the cancer associated with these implants. I don¿t have any idea were to start or seek medical help to get a diagnose on my condition and ruptured implant. Reference reports: mw5156158, mw5156159, mw5156160, mw5156162, mw5156163.